Event description:
It was reported the screen goes blank, turns on with blank screen. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; programmer screen was blank. Lvds (low voltage differential signaling) printed circuit board assembly was reseated to resolve issue. Analysis also found the bezel was broken down by pen holder hole on lower right side. Rear display cover was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information no eval explain if information is provided in the future, a supplemental report will be issued.